Manufacturer narrative:
(B)(4). Batch # unk. Date of event it 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lap nephrectomy procedure, the surgeon was transecting the renal vein when he noticed incomplete stapling and minor bleeding. He used a "weg" (weck) clip to stop the bleeding and successfully complete the case. There were no adverse patient consequences.